Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 48mm diameter abdominal aortic aneurysm. It was reported approximately 1 years post the index procedure a type ia was suspected. An additional scan confirmed there was a endoleak in a linear shape from the side of the main body and a type iiib endoleak was suspected. Intervention was completed with the implantation of an endurant cuff from below the left renal artery. Ballooning was completed however the endoleak persisted so ballooning was repeated and the endoleak was confirmed as resolved in post-op imaging. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.